Manufacturer narrative:
The technician isolated the issue to bent pins on the communication cables connector. He replaced the communication cable to repair the bed.

Event description:
Information received indicates the nurse call is not working from the bed.